Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation. This report is being submitted per receipt of user facility medwatch report # (B)(4).

Event description:
It was reported that "patient reported sensation of being stabbed by needles, after four minutes into the low level ultrasound procedure." User facility medwatch # (B)(4) was forwarded to the manufacturer, reporting that "pt was being ultrasound with unit and reported a sensation of being stabbed with a needle." There was no adverse event indicated in association with the reported product problem.